Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on (B)(6) 2017. (B)(4).

Event description:
Per the patient's surgeon, the patient experienced a loss of fixture subsequent to sustaining a head trauma. . There are plans to reimplant the patient with a new device; however, it is yet to occur as of the date of this report, (B)(6) 2017.